Event description:
It was reported that device entrapment occurred. The opticross imaging catheter was advanced for ultrasound examination for the target lesion. During the procedure, the device got stuck with the non-boston scientific guidewire. It was removed together with the wire from the patient's body. The procedure was completed with another of same device. There were no patient complications.